Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell 3 of 4 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 3 of 4. Gts had the patient cycle power to clear the error. Gts then explained the error indicated a large amount of air had entered into the disposable set. The patient elected to discard the supplies and finish therapy with manual supplies. The patient could not identify an obvious cause of the error. Product surveillance contacted the patient who explained they did not know how the air got into the lines. The patient stated they were asleep when the alarm sounded in the middle of the night. The patient was unable to provide the lot information, and stated they notified their nurse. The patient was able to continue therapy without any further complications. No injury or medical intervention was reported.